Manufacturer narrative:
The affected device was not returned for investigation. Findings of similiar issues indicate inadequate plating adhesion in certain lots. A corrective and preventive action (CAPA) has been initiated to further evaluate the root cause and to implement corrective actions.

Event description:
We are starting to get discoloration on the gomco clamps we currently have as well.